Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, an l4-l5 fusion involving scan and plan registration. It was reported that after placement of the left l5 screw and proceeding to the left l4 screw, a shift and deviation with the screw was observed. Inaccuracy was confirmed by an accuracy check using a passive planar probe, which indicated the probe was medial. An advanced accuracy check and a built-in self test were both performed and passed. The surgeon decided to abort use of the guidance system and continued the procedure with navigation. Troubleshooting was performed. An advanced accuracy check passed as well as the built-in self-test. It was noted that unilateral retraction method was used with an army navy [retractor]. No patient complications have been reported as a result of this event and surgical delay was less than one-hour. Additional information was received. The patient did not experience symptoms and the deviation was between 3.5 millimeters (mm) and 10mm.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the system was confirmed to be performing as intended.